Event description:
It was reported that brake malfunction occurred and catheter became stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that device was advanced inside the guide catheter, but it was found out that the wire came off from the coronary. When wire was advanced to the back, the rota catheter got stuck, and it could not be moved. The catheter and wire removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed and reinserted with no resistance or issues. Product analysis could not confirm the reported events, as the returned rotawire was able to fully removed and reinserted with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that brake malfunction occurred and catheter became stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that device was advanced inside the guide catheter, but it was found out that the wire came off from the coronary. When wire was advanced to the back, the rota catheter got stuck, and it could not be moved. The catheter and wire removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.